Event description:
It was reported that the patient experienced severe pleuric chest pain after implant. The lead dislodged and perforated the patient. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.